Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure the 3.5 x 12 mm nc trek balloon ruptured at 16 atmospheres (atms). It was indicated the nc trek balloon catheter was not prepped prior to use. The nc trek balloon catheter was withdrawn from the patient's anatomy. A new balloon catheter was used to complete the procedure successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was not confirmed; however, a tear in the outermember was noted. A conclusive cause could not be determined. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It was reported the balloon was not prepped prior to use. The nc trek rx instructions for use states, submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. All air must be removed from the balloon and displaced with contrast prior to inserting into the body. (B)(4).